Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a problem with their insulin pump and its battery life. Reportedly, it seemed that the battery life was dying way to early. The customer¿s blood glucose was 202 mg/dl at the time of the incident. The customer stated the pump was stored for about 2 months because he had surgery. Reportedly, the customer put new battery and started wearing the insulin pump again in midnight of(B)(6) 2017, received replace battery alarm and battery error on (B)(6) 2017 and power error alarm on (B)(6) 2017 and power loss alarm on (B)(6) 2017. The troubleshoot for power loss and power error detected were performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now, power loss alarm, power error (B)(4) and low battery alert. The power management tool confirmed replace battery now, power loss alarm, power error (B)(4) and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on lcd window.